Event description:
Rptr states the end user got in the chair and turned it on and the chair started to go around in circles. They thought that it must be the area and the radio waves. So the end user took the chair home and turned it on there and the chair proceeded to go around in circles again. The dealer at that point replaced the remote box and the problem went away. No injuries reported.